Manufacturer narrative:
(B)(4) the analysis results found that the long45a device was received in good visual condition and with a reload loaded in the device. The reload was received fully fired. The device was tested for functionality with a test reload and it fired, cut and formed all the staples as intended. The device fired and cut without any difficulties, the staple line was complete, the cut line was complete and the staples were noted to have the proper b-formed shape. A batch record review was performed and no anomalies were found during the manufacturing process.

Event description:
Product was returned as an implant failure because of lack of integration. Based on the report, the pt had moderate oral hygiene and moderate bone condition. The fixture was placed with a traditional 2 stage surgery in tooth location #9. No bone material was used. The doctor indicated that the device was not received damaged or defective such that it would not perform as intended. The pt's outcome was reported as stable.

Event description:
It was reported that during a robotic prostatectomy procedure they were stapling across the dorsal vein complex and only one third of the staples were formed. The rest of the staples did not form. Due to the malfunction of the device additional blood loss, additional sutures and or time occurred. Another device was used to complete the case. There was no additional patient consequence.(B)(6).

Manufacturer narrative:
(B)(4) information was not provided by the initial contact. Information anticipated, but unavailable at this time.